Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture and pain of a textured implant. The device has been explanted.

Event description:
MRI findings detected "fluid collection" and ultrasound detected creases, swelling, and hematoma.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.5., b.6., d.10., g.1., h.3., h.6. Device evaluation: visual analysis of the returned device identified, yellow particles on the shell, wear abrasion, the weight the device within specification, cloudy color, crease flat and deformation. Based on the device analysis the final assessment is: - creases are observed but have no relationship with manufacturing. - no were observed openings on the device.